Event description:
Customer was admitted to hospital for high blood glucose. Nurse called to report high blood glucose and stated that customer was admitted with 700+ blood glucose. Nurse stated that md is demanding that pump be replaced. Md stated that memory is not holding and e-01 alarm occurred. Upon checking alarm history, only 1 e-01 alarm present. Nurse also stated that no delivery alarms occurred.